Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error 400 ref. 26 could not be determined. Footpedal mode stuck error 400 ref.12 was confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the operators were getting an error 400 (check irrigation/electrode ref. 26) message on the gyrus, pk-sp generator. The customer wanted to know if there was a way to review the error log. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The olympus technical assistance center (tac) support engineer communicated with the customer and provided instructions on how to review the error log. Tac informed the customer that the error indicated that a turis electrode was attached and activated without a saline solution being present or that there was an electrode connection failure. The customer stated that there was error 400 ref 26 (7) and would like to know what the 7 indicates. Tac instructed the customer to perform an output check with the following cables: test cable 560084-001 and connector cable 39000. However, those tables were not available at that time. The customer would like to send the unit in for inspection and obtain a loaner if possible. The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.